Event description:
It was reported that the device packaging stated a product but the item inside had a different product. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). 510k is unknown. No information has been provided to date. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. One returned sample was received in used conditions without its original packaging. Visual inspection was performed at a distance of 12 to 16 inches and normal conditions of illumination and it was observed hat the package indicate a part number but the product inside was another part number. 32 units that were tested and there were no discrepancies detected. The root cause is related to manufacturing. Updated the manufacturing procedure and re-trained the production personnel.